Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 210 mg/dl. The customer treated via insulin pump bolus and her blood glucose had since decreased to 50 mg/dl. The customer experienced mild dizziness as a symptom of her hypoglycemia. The patient stated that the low blood glucose may have occurred due to nervousness. Troubleshooting did not occur for the low blood glucose. The insulin pump performed the self test and completed it. The insulin pump was not returned for analysis.